Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction. The consumer reported via a manufacturing representative that the device was at eos and the patient elected to have the device removed rather than replaced. The patient also had an outpouching of the battery at the pocket site. It is unknown what led to the event. Impedances were checked and the battery was tested and was shown to have 0-11 months left. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.